Event description:
Breast implants was put in rptr 3/80. First set were removed because they became hard 3 months after insertion. A second set was also put in at this time. Due to rupture of implants & scar tissue build up, she needed to have her second set of implants removed 3/93. Along with diagnosis of implant rupture, she had severe pain of joints, hands, shoulders, chest etc. She had a hard time coping with the pain associated with the diagnosis. She was also "losing hair". Her vision became impaired & she had difficulty with ambulation, she continued to have problems even though the implants were removed. She also lost control of her bladder. She has memory loss.